Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. The faradrive was purged and inserted into the left atrium, the dilator and guidewire were removed and purge again, everything worked fine. When the farawave catheter was inserted into the sheath, it was observed that air bubbles were formed inside the sheath. The device was purged several times, but the issue persisted. No air was observed in the patient. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The faradrive steerable sheath clear was received at boston scientific post market laboratory. No abnormalities or defects were found on the exterior of the returned sheath. The device was dissected and examined under the microscope and found the flush lumen torn where the adhesive filet bonds the lumen to valve hub, creating a significant leak path. The "cause traced to device design" conclusion code was selected for the allegation of "visible air/bubbles".

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. The faradrive was purged and inserted into the left atrium, the dilator and guidewire were removed and purge again, everything worked fine. When the farawave catheter was inserted into the sheath, it was observed that air bubbles were formed inside the sheath. The device was purged several times, but the issue persisted. No air was observed in the patient. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.